Event description:
It was reported that an infection was suspected, however, when the patient met with the physician no infection was detected. The physician revised the incision site and the patient was reportedly doing well.

Event description:
It was reported that an infection was suspected, however, when the patient met with the physician no infection was detected. The physician revised the incision site and the patient was reportedly doing well.